Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had risen to high levels within two weeks of implant. The lead was reprogrammed and scheduled to be revised. During the revision it was noted that the lead lumen was full of blood and the stylet would not insert to full depth. The lead was removed and the stylet was attempted to be inserted again, however resistance was encountered and the stylet would not insert past the proximal end of the right ventricular (rv) coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the inner and outer insulation and overlay tubing of the lead were observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with an outer insulation extrinsic breach/cut. Due to the length of time the lead had been implanted and the excessive amount of blood ingress it is likely that the cut to the outer insulation occurred during the initial implant. It was also observed that blood had ingressed via the is-1 connector pin and had traversed the full length of the lead. The dried blood in the distal conductor would not allow the stylet to be fully inserted into the lead lumen. (B)(4).